Event description:
It was reported ongoing intermittent occlusion alarms occurred, which have increased in frequency. The customer indicated blood glucose levels elevated to display as "high," no specific value provide, and were addressed with a site change and correction bolus via the pump. The customer continued to use the pump for insulin therapy with a backup plan if necessary.